Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: investigation of the returned product confirmed that the filter had penetrated the introducer sheath. However, nothing indicated a device failure. Most likely, the introducer sheath was bent too much due to tortuous anatomy of the subclavian vein. Then excessive force is applied during advancement and the filter has penetrated the introducer sheath. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it is seen before, that if the sheath is somehow exposed to excessive force because of tortuous anatomy, this kind of problem may occur. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: igtcfs-65-jp-jug-tulip was inserted from the right subclavian vein because there was a cv catheter in the right jugular vein. The course of the right subclavian vein had no notable problem. At the curved junction of the right subclavian vein and the svc, a filter leg penetrated the sheath. It's not reported that how far the leg penetrated, but the physician removed the sheath with the filter and completed the procedure without placing any ivc filter. No hematoma was confirmed at the point that the leg penetrated. The patient has not showed any problematic symptoms as of today. Patient outcome: the patient did not experience any adverse effects due to this occurrence.